Event description:
It was reported that the pt experienced a loss of therapeutic effect. It was noted that the health care provider (hcp) reported that extension was bad. The hcp recommended a revision to replace the led. The pt did not have the extension revised. No other pt outcome was reported. A follow-up report will be sent if add'l info becomes available.

Event description:
Additional information received reported that the patient underwent a lead revision to a 565 lead. The manufacturer's device tracking registry confirmed that the patient's entire system was removed and replaced. The patient regained access to therapy with no complications.

Manufacturer narrative:
Extension model 7496-51, lot # yr0011828n, implanted: (B)(6) 1997, explanted: (B)(6) 2011; lead model 3982, lot # nbb002509n, implanted: (B)(6) 1997, explanted: (B)(6) 2011.

Manufacturer narrative:
(B)(4). No device analysis was performed. The device met risk-based analysis criteria.